Event description:
Cracks at inner side of the grip parts were found upon inspection of the returned loner kit from the hosp. There was no report from the hosp on this issue. Therefore there is no info as to how these cracks were formed.

Manufacturer narrative:
Investigation in progress but not yet complete.